Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The power on voltage was evaluated and readjusted. The system was found to be working as intended and returned to service.